Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance. A drain complication encountered support warning occurred, as expected, when the patient line was clamped during the drain phase, cycle 0. This shows that the received cycler will properly alarm if a drain problem occurs. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. There were visual indications of dried fluid found on the baseplate behind the front panel during an internal inspection of the cycler. The cause of the observed dried fluid could not be determined. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event and pain coincident with peritoneal dialysis (pd) therapy. The event was discovered while the patient was waking up to pain during fill 3 of 4 of treatment. The patient discontinued treatment during drain 4 of 4 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 4165 ml during drain 4 of the treatment. This drain volume is 182% the patient's prescribed fill volume of 2295 ml. Upon follow up, the peritoneal dialysis registered nurse (pdrn) confirmed the reported event. The pdrn stated that the patient completed treatment using the cycler. The pdrn confirmed that the patient did not experience any symptoms, injury, adverse event, or require medical intervention as a result of the reported event. The pdrn stated that the patient has received their new cycler and the drain volume settings were adjusted, which is working well, and is continuing with peritoneal dialysis therapy without issue and without reoccurrence of the reported event. The old cycler is available to be returned to the manufacturer for physical evaluation.